Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an error on universal surgical manipulator (usm) 4. The caller stated they were able to disable the arm and continue with the procedure. The error logs showed the error was isolated to the usm however tse would recommend checking the connections between the outer distal and the new usm to ensure there was nothing else contributed to the usm errors. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified error 32056 on universal surgical manipulator 4. Usm 4 was replaced and calibrated. System verification was performed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed. In logs, the 32056 error was follow by a 1123 error (p3=1) was found on aca indicating i2c fault on the yaw confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 and 1123 was present during power up logs. The usm was then installed onto a pftp (psc fixture test platform) where agc current failed on the yaw searchlight pca (printed circuit assembly) with error 32056. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. Failure analysis was able to conclude that the yaw searchlight ffc (flat flex cable) was found to be the root cause of the reported event. .